Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional vascular procedure. Reportedly with both proglide devices, the suture needle did not connect during deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional vascular procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional vascular procedure. Reportedly with both proglide devices, the suture needle did not connect during deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional vascular procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as both needles were engaged to both cuffs. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.